Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The reason for the return of the catalytic decomp filter was not confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited a mist during the test cycle. The reason for the return of the oil mist filter was confirmed. The solenoid valve was returned and tested. The return of the solenoid valve could not be confirmed. The vacuum pump was returned and tested. Upon visual inspection, it was noted the vacuum pump oil was thick and a dark brown in color when drained before testing. The vacuum pump failed to start. The reason for the return of the vacuum pump was confirmed. The assignable cause of the odor/smells is the catalytic decomp filter, oil mist filter, solenoid valve and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The catalytic decomp filter, oil mist filter, the vacuum pump and the solenoid valve were replaced to resolve the odor issue. Unit meets specifications and was returned to service on 4/3/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of "odor" emitting from their sterrad® nx sterilizer. The customer was advised to turn off unit and discontinue use until it is serviced. Advised customer that personnel should leave the room as a precaution and avoid working in the area until odor has dissipated. Customer confirmed that ventilation and air exchanges are in good working order. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.